Event description:
It was reported that the catheter was entrapped on the guidewire. A 2.4mm jetstream xc catheter and non-bsc guidewire was selected for use in revascularization of the superficial femoral artery. The device was successfully prepared and advanced to the target location. One run of atherectomy through the lesion was completed. However, while rexing the device backwards the jetstream became entrapped on the non-bsc guidewire. The catheter and guidewire were removed together. A ranger drug-coated balloon was used to complete the procedure. There were no patient complications.

Manufacturer narrative:
Device eval by MFR: the device was returned, and analysis completed. The device was visually and microscopically examined for any damage. Visual examination revealed multiple buckling along the sheath. Microscopic examination revealed no additional damages. Device to device interaction test was performed and the test guidewire was able to pass through without any issues. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.

Event description:
It was reported that the catheter was entrapped on the guidewire. A 2.4mm jetstream xc catheter and non-bsc guidewire was selected for use in revascularization of the superficial femoral artery. The device was successfully prepared and advanced to the target location. One run of atherectomy through the lesion was completed. However, while rexing the device backwards the jetstream became entrapped on the non-bsc guidewire. The catheter and guidewire were removed together. A ranger drug-coated balloon was used to complete the procedure. There were no patient complications.